Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the power conversion enclosure was power cycling, causing the power tray to no deliver voltage to the charger. The charger enclosure was not connecting to the system to turn on. The power conversion board, charger enclosure, and power tray were replaced. The suspect power tray was returned to the manufacturer for analysis, however, results are not available at this time.

Event description:
A medtronic representative reported that while outside of a procedure, when servicing the imaging system, the power tray was not working. The issue is manifesting as the inability to turn on the battery chargers. There was no patient present when this issue was observed.

Manufacturer narrative:
The power tray was returned to the manufacturer for analysis. Analysis found that there was a faulty "synqor" in the power tray. Analysis found that the reported event was related to an electrical issue.